Event description:
Caller reported that a malfunction occurred on the pump before any notable events. The impact on the customer's blood glucose level was unknown, as they declined to answer if it had exceeded 500 mg/dl. Tandem technical support arranged to replace the pump and provided instructions for putting it into storage mode before returning it. The customer will use multiple daily injections as a backup therapy, and guidance for using the replacement pump will be available through their tandem source account.